Manufacturer narrative:
Integra has completed their internal investigation on april 6, 2017: results: product was not returned, so the evaluation was unable to be performed. DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12-month review of camcabl cable customer complaints was completed using the following key words and ¿cable to monitor connection failure¿ and ¿interference¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 04-may-2016 to 04-apr-2017. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria and are possibly linked to the complaint incident. During the time period ¿may-16 to apr-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 7 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every (B)(4)procedures. Conclusion: investigation for cause was unable to be performed. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed.

Manufacturer narrative:
Investigation completed 6/21/2017. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, date of manufacture: nov-2015 a minimum of 12 months¿ review of camcabl cable customer complaints was completed using the following key words ¿connector case not sufficiently connected to the cable ground¿ in the search criteria. This review encompassed dates 20-jun-2016 to 20-jun-2017. One complaint contained the search criteria; in addition to trending, the customer complaints review identified no other complaints have been received in this period for serial number under investigation. During investigation the returned cam02 monitor was evaluated and it was observed that the readings fluctuated on display when the camcabl cable was moved. It was verified that the camcabl catheter connector case was not sufficiently connected to the cable ground; the resistance measured was too high and was above the acceptance criteria of = 5¿, thus faulty camcabl cable. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; camcabl catheter connector case was not sufficiently connected to the cable ground, resulting in too high resistance which was above the acceptance criteria of = 5¿.

Event description:
During incoming inspection of the device by the distributor, some abnormal signs (interferences) were noticed on the display when connecting or moving of the camino cable (camcabl). There was no patient involvement. Linked to mfg. Report numbers:3006697299-2017-00038, 3006697299-2017-00039, 3006697299-2017-00040, 3006697299-2017-00041.